Event description:
It was reported that "when tightened into the screw, the draw rod tip was snapped off into the inner part of the hybrid screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.